Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation: the pipeline flex was returned for evaluation with the microcatheter. For further examination, the pipeline flex pushwire was pushed out of the microcatheter and the braid was deployed with no issues. The pipeline flex braid was observed to be fully open with moderate fraying on the distal end. The tip coil was observed to be loose and missing from the distal core (solder). Pushwire kink was observed at the dps sleeves. The distal hypotube appeared to be stretched with the ptfe shrink tubing still intact. Pushwire bends were observed at a section near the distal tip. Based on the analysis findings and event details, the report of pipeline flex failure to open on the distal end could not be confirmed. The cause for the reported experience could not be determined as the returned braid was observed to be fully open. It is possible that the ¿damaged braid¿ and the patient¿s moderate vessel tortuosity may have contributed to the reported issue. In addition, damage was observed on the tip coil (loose from and missing from the distal core (solder)) and pushwire (kinking, bending, stretching); it appears there was excessive force used (pushing and pulling). Per the pipeline flex instructions for use (IFU): the user should "if high force or excessive friction is encountered, discontinue delivery of the device and identify the cause of the resistance and remove device and microcatheter simultaneously. Advancement of the ped against resistance may result in device damage or patient injury. Never advance or withdraw an intraluminal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel.¿ all products are 100% inspected for damage and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pipeline flex has not been returned for evaluation; product analysis cannot be performed. Because the device was not returned, the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. Mdrs related to this event: 2029214-2017-00799, 2029214-2017-00800. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that a pipeline flex device did not open during a procedure. The patient was undergoing treatment for an unruptured, saccular aneurysm in the c5 internal carotid artery (ica). The vessel was moderately tortuous, though the c5 segment was reportedly not tortuous. The aneurysm max. Diameter was 4.35mm and neck diameter was 3.2mm. The landing zone artery size was 3.75mm distal and 4.60mm proximal. The devices were prepared as indicated in the IFU. It was reported that 40% of the pipeline flex was unsheathed, but the distal section did not open. After manipulations including resheathing two times, the device still did not open. The pipeline flex was resheathed and removed from the patient with the microcatheter. Ultimately, a new pipeline device was attempted and implanted with good angiographic results. There were no reports of patient injury in connection with this event.